Manufacturer narrative:
(B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Pentaray catheter, model #: unknown, lot #: unknown. Soundstar eco catheter, model #: m-5723-15, lot #: unknown. Non biosense webster - hart span transseptal needle, model #: unknown, lot #: unknown. Non biosense webster - st. Jude coronary sinus catheter, model #: unknown, lot #: unknown. Non biosense webster - agilis sheath. Model #: unknown. Lot #: unknown. Evaluation method - (B)(4) (actual device not tested). Results - (B)(4) (no malfunction found since device was not tested). Conclusion - (B)(4) (unable to confirm). (B)(4). The investigational analysis has been completed. There was no reported malfunction regarding this generator. The repair follow-up was performed and the device will not shipped for service. Service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a smartablate generator and suffered an esophageal fistula. The patient's medical history was unknown. The patient underwent an atrial fibrillation on (B)(6) 2015. The dragging ablation approach was used. The temperature probe was in place and the visualization of the probe was through univu. There were no errors observed on the biosense webster equipment during the procedure. Settings used during the procedure were: (visitag information) 20-30 watts on posterior wall 10-20 second lesions per tag the patient was admitted to the emergency room a couple of weeks later and an esophageal fistula was found. The injury was confirmed using a CT scan. The patient was admitted to the hospital. There was no further information about the hospitalization and if any intervention was performed. The patient was reported to be in stable condition at the time this complaint was reported. The physician's opinion regarding the cause of this adverse event was that it was procedure related. This patient event was assessed as a serious injury reportable under both the smart touch bidirectional catheter and the smartablate generator.